Event description:
It was reported the device was not activating during an unk procedure. The same handpiece was used with another generator to complete the case. No other case details were available. There was no pt consequence. The device will be returned for service.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. To correct the complaint, the site replaced the main pcb due to the unit would not activate the displayed error code 1. After servicing the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.